Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m93g5w. The device was returned with the upper jaw detached returned. In addition, the I-blade upper tip was broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the jaws were clamped down on tissue and activated. Once activated, the I-blade was advanced and the upper jaw became detached from the device. The upper jaw was retrieved and no patient incident was noted. Case completed with another device of the same product code. There were no patient consequences reported.